Manufacturer narrative:
All available information was investigated and the reported physical resistance/sticking of the delivery catheter (dc) handle and unintended movement of the dc shaft could not be confirmed during the returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued for the lot. Additionally, a review of the complaint history identified no similar incidents. All available information was investigated and a cause for the reported physical resistance/sticking while advancing the dc handle could not be determined. The reported unintended dc shaft movement however, is related to procedural circumstances of the physical resistance/sticking of the dc handle. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement and physician resistance. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. The ntw clip delivery system (cds) was inserted and advanced into the left atrium (la). However, during advancement into the left ventricle (lv), resistance in the delivery catheter handle was noticed. Advancement was continued, but the resistance caused the clip to jump across the valve into the lv. The clip was no longer in the intended position; therefore, maneuvering was performed in the lv. The clip was able to be positioned in the desired location and was successfully deployed on both leaflets. Mr reduced to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.